Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's friend or family member regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported the stimulation is erratic, meaning that she had a loss of therapeutic effect where she could not go at all. Patient had to use a catheter on one day, and then another day, she was up urinating most of the night. Prior to calling , patient increased amplitude and this appear to resolve the issue even though patient is not at 100%, she is getting adequate therapeutic effect and it seems to be working. No further complications were reported.